Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm the total qty involved for suture break? 3 . Were the reported issues for suture-needle devices from same product code/lot#? Yes . When were both reported events noticed or when the event occurred?- pre-op (before use on patient - while in package?, during dispensing?) Intra-op (during use on patient- while suturing?, while tying knots?) ? Intra-op . Was procedure completed successfully? And how? Yes, with new suture. It is recorded a total qty=6 involved, was this noticed during same single procedure ? Or multiple procedures? Multiple procedures . If multiple , please confirm the specific number of patient events /procedures - no information made available . Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number , no . For each patient event please provide: event date, product code and lot number involved, procedure, event description, was there any patient consequences / adverse patient outcome? If yes, was there any medical or surgical intervention performed? Event dates unknown; tapp.; when closing peritoneum suture broke in the middle part; needle was blunt ; no patient consequences. Was procedure completed successfully? And how? See above

Event description:
It was reported that a patient underwent a tapp procedure on an unknown date and barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An unopened box with unopened samples and an opened box with unopened samples of product were returned for analysis. During the visual inspection of the unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area of the needles were as expected. The tip and body of the needle were examined under magnification and no defects, damage or blunt needle were found. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Functional test was performed on the samples, the tensile force met the requirements the manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture were found on the samples.